Event description:
It was reported that during a stent procedure, it appeared that the proixmal end of the balloon over-inflated. Attempts to deflate the balloon were unsuccessful. The pt became ischemic and the stent delivery system was pulled back to the guiding catheter, leaving the guidewire down the vessel. The back end of another guidewire was inserted into the guiding catheter and used to puncture the balloon. Upon removal of the delivery system, the stent was noted to be missing. Another multi-link was used to successfully complete the case. The pt reportedly tolerated the procedure well.

Manufacturer narrative:
Quality assurance preliminary analysis revealed that there was a pin hole rupture in the mid portion of the balloon. There were two small scratches at a pinhole rupture. The stent was not returned with the delivery system. Quality engineering concluded that the most likely root cause of the stent separating from the delivery system was a result of the physician pulling the inflated balloon back into the guiding catheter. The scratches on the surface of the balloon indicate the balloon may have been damaged during the manufacturing process. The inability to deflate the balloon may have resulted from the ruptured balloon collapsing over the deflation lumen during deflation attempts. There is no indication in the complaint that any device defects were noted during preparation. Quality engineering has determined that no corrective action is warrented at this time. Quality engineering will continue to monitor this issue. A review of the device manufacturing records did not reveal any non-conformities. As part of co's manufacturing and quality process all stent delivery systems are inspected during the final manufacturing phase to ensure proper device structure and integrity. Samples from each lot are visually, dimensionally, and functionally, inspected. This MDR is considered closed by the quality assurance department.